Manufacturer narrative:
The received device had the cannula assembly deployed. A tear in the exposed end of the soft cannula was observed. It is unclear when the tear occurred. Inspection of the device did not find any issues that would result in skin irritation or high blood glucose levels. A root cause could not be determined for the reported skin condition irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/2017 checking your blood glucose 4 / page 36 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
(B)(6). The pod was then deactivated and was able to activate a new. There was wetness noted at the adhesive pad. The pod was worn between 1 and 4 hours on the arm.